Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text: device disposition unknown.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a explant procedure of the talar implant due to fracture present in the talus.

Manufacturer narrative:
Correction - h6 (clinical signs code, results code & conclusion code). The reported event could be confirmed since images of CT scans were provided and shows signs of loosening around the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there is a large zone of radiolucency around the tibial component around the tray. The pe cannot be assessed directly, but as there is a lot of space between the talar cement component and the tibial tray it looks as if there is a pe attached to the tibial component. The talar component has been taken out and the there is a cement spacer at the site of the talar component. The tibial tray is firmly attached to the base stem, however, there seems to be no relevant bone stock around the tray and therefore it seems loosened.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a explant procedure of the talar implant due to fracture present in the talus.